Event description:
It has been reported to philips that the system would not perform exposure. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary cag diagnosis procedure was performed when the issue happened. The procedure was completed by moving patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that system would not perform exposure. After reviewing log file fse found the malfunction is related to geometry hardware. Upon some functional test, fse found the cause of the issue that suite pc was not communicating with geo pc. Fse replaced suite pc, re-installed software. After the replacement of suite pc, the system returned to use in good working order. The defective part was returned for analysis and not the main suspected failed component is mdp part on suite pc. The codes were updated based on the investigation outcome.